Event description:
Customer reported that they unintentionally restored the system after a quality control result was out of range. Customer indicated that they ran pts samples even when the quality control was out of range. Customer also indicated that there was an error in the manual regarding security access levels. There was no report of injury due to this event.

Manufacturer narrative:
The event has occurred due to an operator error. The operator should not have run pt samples when quality control was out of range. Based upon siemens review of the manual, security must be set to restricted or limited to lock out level 4 and level 3 operators from overriding the lockout of quality control. Instrument is performing as intended.